Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d234trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2010; competitor implantable pacing lead, implanted: (B)(6) 2010; competitor implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device's longevity was shorter than expected. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds due to possible lead position. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed for the lead and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.